Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device check. Upon interrogation, the right ventricular lead pacing impedance was out of range. The one year impedance trend showed a significant rise around (B)(6) 2017 and it remained high ever since. The noise was noted on multiple episodes. Capture threshold had elevated. A lead fracture was suspected. No intervention was performed.

Manufacturer narrative:
The reported events for noise, high lead impedance, high capture threshold, inappropriate shock/stimulation, and lead fracture were not confirmed with the returned portion. As received, a partial lead connector portion was returned in one piece. Visual inspection of the lead found damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform the impedance test due to partial lead connector portion, as received.

Event description:
New information received notes inappropriate shock complaint.

Event description:
New information received notes on (B)(6) 2022 the right ventricular lead was capped. The patient condition was stable.